Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant mg results was a problem with the r1 reagent arm. A siemens healthcare field service engineer was dispatched to the site and replaced the r1 reagent arm and checked probe alignments to resolve the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant magnesium (mg) results were obtained on the dimension vista instrument. Patient results were reported to physicians. The samples were retested and corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant mg results. There was no report of adverse health consequences as a result of the discrepant mg results.